Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report. The user facility reported that the subject device underwent culturing which was performed on a quarterly basis, and an unidentified species of (B)(6) was recovered from the air/water port of the endoscope. The subject device been quarantined since the results of the cultures were received. There had been no report of infection or cross contamination associated with the occurrence. The subject device was said to be the first device that had been confirmed with a positive result. The user facility reported that they did not have an automated endoscope reprocessor on site. The subject device was returned to olympus for eval. The eval found an unidentified dry and flaky orange residue and debris in the distal end of the air/water channel, distal end of the auxiliary water channel, instrument channel, channel mount, cylinder unit, instrument channel mouthpiece and suction channel mouthpiece. Additionally, the insertion tube was buckled and discolored with protein buildup. The device was refurbished. The user facility described use of reprocessing methods that were not consistent with the device instructions for use. An olympus endoscope service specialist has been dispatched to the facility to provide inservicing on appropriate reprocessing. The reported phenomenon was attributed to insufficient cleaning and improper reprocessing. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed by the user facility that the device had been selected for culture, and the device tested positive for an unidentified species of (B)(6) which was recovered in the air/water port. There was no report of any pt infections or other harm.